Event description:
It was reported that a connect power alarm occurred while the white lead of the controller was connected to the mobile power unit (mpu). The patient was able to successfully connect to batteries and clips without any alarms. Troubleshooting verified that the issue was with the white receptacle of the mpu power connecter. It was later reported that this was an out of box issue. The mpu was taken out of its packaging and failed to connect via the white power lead from the beginning of its use.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a ¿connect power¿ alarm was confirmed during evaluation of the returned mobile power unit (mpu) (serial number: (B)(6)). Upon connecting a test system controller to the returned mpu, a no external power alarm activated immediately. Further inspection revealed that the patient cable connector had disengaged from the main printed circuit board (pcb) within the unit, resulting in the patient cable being unable to properly supply power to the controller. The patient cable connector was reconnected to the main pcb. The locking mechanism was in unremarkable physical condition, and the connector latched into place without issue. The mpu then underwent a full functional checkout and was found to perform as intended. The serviced unit was then returned to the customer. A manufacturing task was created to further investigate the issue of the disengaged patient cable on the out-of-box mpu. The most probable root cause of the issue was human error, and the patient cable connector was likely not fully engaged during assembly of the unit. The issue was not detected during the final functional testing of the unit, and the connection may not have fully disengaged until after the final testing procedures were completed. An awareness training was conducted to alert operators of the observed issue, and to ensure that all assembly and test procedures related to the mpu are correctly followed. The device history records were reviewed, and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance (qa) specifications. The mobile power unit was shipped to the customer on 15dec2022. The heartmate 3 patient handbook rev. D - section 5 explains all alarms produced by the heartmate 3 system controller, including those associated with power cable disconnect and no external power conditions. The heartmate 3 patient handbook rev. D - section 6 explains how to properly care for all equipment, including the mobile power unit. Heartmate 3 patient handbook rev. D - section 10 provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspection of the mobile power unit for damages. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook rev. D cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.